Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3550-39, lot # n377891, implanted: (B)(6) 2013, product type accessory; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that it took the patient longer than she had expected to charge, 3-5 hours. It was noted that the action of meeting with the patient to ensure proper education was planned but not yet taken. No diagnostic testing or troubleshooting was performed. It was noted that it was sensitive where the generator was implanted. Patient had been prescribed ibuprofen patches and would reevaluate at a follow up appointment. The patient had burning sensation and sensitivity at the device pocket. Patient was alive with no injury. Additional information received reported recharging frequency seemed to have matched the patient&#38112;settings. Manufacturing representative had not met with the patient yet but the patient had talked through the process and seemed to understand recharging completely. No diagnostics were performed. Manufacturing representative was meeting with the patient in february. Further information received reported that the manufacturing representative met with the patient on the day of report. It was noted that the patient's stimulation therapy was fine and recharging was better. It was noted that the device was a little tilted and the patient was being set up for a consult with her surgeon for a possible pocket revision.